Event description:
Caller alleges the soft cannula of the infusion set slipped out of the customer's skin during use but the self-adhesive remained stuck on the skin. Caller stated insulin leaked out and the customer experienced elevated blood glucose level; exact reading was not provided. No adverse event reported. Alleged product was requested to be returned for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.